Event description:
Event description cpi received information that this patient with a implantable pulse generator (ipg) and bipolar lead exhibited exit block. An invasive procedure was performed to reposition the bipolar lead but with lead manipulation the lead continued to have oversensing. The physician elected to remove the ipg at this time and found blood in the header of the ipg.